Manufacturer narrative:
The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of (B)(4)% solution to the eye on contact lenses including punctate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptom reported is consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure. The complaint sample was returned but was not evaluated as testing of expired product cannot be reliably used to determine a root cause for the reported event.

Event description:
Consumer reported using the contact lens solution as directed and experiencing burning of the eye. Consumer is recovered. There was no report of a medical evaluation or medical treatment associated with the experience. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.